Manufacturer narrative:
Date of event: aware date of (B)(6) 2023 used as event date is unknown.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). At an unspecified time, post implant, a pericardial effusion was discovered. A median sternotomy was performed in response to the pericardial effusion. The patient remains hospitalized due to an unrelated, underlying liver condition.

Manufacturer narrative:
B3: date of event - aware date of 23feb2023 used as event date is unknown.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). At an unspecified time, post implant, a pericardial effusion was discovered. A median sternotomy was performed in response to the pericardial effusion. The patient remains hospitalized due to an unrelated, underlying liver condition. It was further reported that a cardiac perforation occurred which was repaired during the sternotomy. Following the laa closure procedure, the patient was discharged and readmitted to the hospital for underlying liver issues.